Event description:
Per independent repair center, unit is alarming or red light. Failures include: sieve bed leak, dirty 4-way valve, stuck pilot valve, leaking at the o-ring, and the pm kit is dirty.